Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported by the surgeon that the single use instrumentation shows strong abrasion and pieces broke off at the single use femur prothesis. The piece which broke off could be removed from the patient.

Manufacturer narrative:
An event regarding damage involving a single use instruments ¿ femoral kit (cr) size 5 was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 02-nov-2015. It was reported and concluded that damage to the posterior cutting guide slots was observed and most likely caused from associated oscillating cutting blade activated prior to cutting blade insertion into the slots. Conclusions: the investigation concluded that damage occurred most likely due to contact with oscillating cutting blade prior to cutting blade insertion into the slots. The surgical protocol specifically recommends fully inserting the saw blade into the slot prior to initiating oscillation. There is no indication the event was related to the design manufacturing or materials of the subject device.

Event description:
It was reported by the surgeon that the single use instrumentation shows strong abrasion and pieces broke off at the single use femur prothesis. The piece which broke off could be removed from the patient.